Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 237 mg/dl. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed. Reportedly customer was using cold insulin. Tandem customer technical support informed customer that using cold insulin is off label per the user guide.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.